Event description:
The patient is reportedly experiencing performance deterioration with his internal device. Programming adjustments were attempted and this did not resolve the problem. The patient has discontinued use of his device due to noise issues. Surgery to explant the patient's device will be scheduled.